Event description:
The customer stated that her blood glucose readings had been higher than usual. She received a blood glucose reading of 313 mg/dl using her contour meter. She retested using another meter and received a reading of 103 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot. She asked that her meter be replaced. The customer's meter and test strips are to be returned for eval. Replacement products were sent to the customer.